Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to further investigate incidents of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per medwatch number: (B)(4). The rn noticed that the patient's PICC line was bleeding. The rn went into the patient's room and assessed the site. The insertion site was clean, dry, intact. Infusing into the purple lumen was ivf and there was blood leaking out of the connection site. The sterile cap was change and the site was cleaned.